Event description:
On (B)(6) 2012 the lay user/ patient contacted lifescan (lfs) USA alleging the onetouch verio iq meter read inaccurately compared to another device. The patient reported blood glucose results of ¿145mg/dl¿ with the subject meter and ¿115mg/dl¿ on another meter, performed an unknown time of each other. The patient did not experience any symptoms or seek any medical attention because of the reported issue. As the results fell outside expected values for meter to meter accuracy testing, this complaint is being reported.

Manufacturer narrative:
Serial # information was not provided. Test strip lot #: not provided.